Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
A physician questioned a positive architect total b-hcg result of 1619.72 miu/ml generated on (B)(6) 2023 because it was inconsistent with the clinical presentation. The same patient tested negative at <1.2 miu/ml on (B)(6) 2023. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was updated on march 23, 2023. MDR number 3016438761-2023-00183 has been submitted for the new suspect medical device and all further information will be documented under that MDR number. H3 other text : see section h11.